Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The initial MDR# was 2031172-2015-00926. However, the correct MDR# should be 2031172-2015-00936.

Manufacturer narrative:
Occupation: service personnel. Operator of device: patient/lay user. Report source: distributor. PMA 510)k): k092838. The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated.

Event description:
It was reported that the rad-8 is not "reading correctly". The customer was unable to provide details regarding alarms, error messages, which parameter was affected, or any further details. No known impact or consequence to patient.